Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarms cannot be heard. There was no reported patient incident or injury.